Event description:
The pump pocket became infected. Patient symptoms included redness, drainage, pocket erosion, and incisional wound opening. Cultures of the pocket revealed 'staph'. The pt was treated intravenous vancomycin (treatment continued at last update). The pt did not develop meningitis. The pump was explanted. The pt did not experience withdrawal. Additional information has been requested. A f/u report will be submitted if additional information becomes available.